Event description:
The customer reported an error 1000 message that could not be cleared. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.